Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm black diamond micro forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged yaw axis 6 cable at the proximal end in the housing, likely causing failure of proper grip tension at the distal wrist. The probable root cause of dislodged yaw axis cable at proximal end is attributed to a component failure.

Event description:
Refer to h11 for follow-up information.